Manufacturer narrative:
Complaint conclusion: as reported, a balloon of a 3x40mm saber pta catheter ruptured at nominal pressure. Another balloon was used to complete the procedure. There was no reported patient injury. The device will not be returned for analysis. The target lesion was the popliteal artery. The lesion was moderately calcified and not tortuous. The rate of stenosis was 100% (chronic total occlusion). There was no difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media, contrast ratio, and brand indeflator were unknown. An ipsilateral approach was made. After a non-cordis guidewire was crossed the lesion (it is unknown if the guidewire could cross the lesion without difficulty), the saber pta catheter was delivered to the lesion. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. The balloon was inflated at the lesion; however, the balloon ruptured before reaching the nominal pressure. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon initially inflated normally before rupture. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece). The balloon was changed to another new unknown balloon. There was no reported patient injury. The product was clinically used. The device was not returned for analysis. Review of lot 17391631 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported balloon burst could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the information available for review vessel characteristics (calcification, chronic total occlusion) may have contributed to the difficulty experienced by the customer. Balloon burst is a well-known procedural complication during angioplasty where procedural factors and vessel characteristics often contribute to damage to the balloon resulting in rupture. Balloon burst is addressed in the product¿s instructions for use. In this case, neither the DHR nor the information available suggests that the reported burst could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
Phone: (B)(6). The device will not be returned for analysis. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a balloon of a 3x40mm saber pta catheter ruptured at nominal pressure. Another balloon was used to complete the procedure. There was no reported patient injury. The device will not be returned for analysis. The patient was a female but her age was unknown. The target lesion was the popliteal artery. The lesion was moderately calcified and not tortuous. The rate of stenosis was 100% (cto). There was no difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media, contrast ratio, and brand indeflator were unknown. An ipsilateral approach was made. After a non-cordis guidewire was crossed the lesion (it is unknown if the guidewire could cross the lesion without difficulty), the saber pta catheter was delivered to the lesion. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. The balloon was inflated at the lesion; however, the balloon ruptured before reaching the nominal pressure. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon initially inflated normally before rupture. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece). The balloon was changed to another new unknown balloon. There was no reported patient injury. The product was clinically used.